Event description:
After implant of a posterior chamber lens, the patient underwent two additional procedures for lens repositioning. During the second procedure, after posterior chamber lens removal, the red reflex was lost and the eye became hard. The patient experienced a slow leak expulsive hemorrhage. The patient eye is currently aphakic.